Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion with 75% stenosis, mild tortuosity, and heavy calcification in the mid left anterior descending artery. A 3.0x15 mm nc trek balloon dilatation catheter (bdc) was advanced without resistance and during the first inflation, the balloon ruptured at 12 atmospheres. The bdc was removed without resistance from the patient anatomy and replaced with a non-abbott balloon catheter. The procedure was completed without issue. The bdc was prepped outside the patient anatomy, including submerging into saline per the instructions for use. There was no reported resistance during removal of the protective sheath. There was no reported adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.